Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of a right total knee due to periprosthetic fracture of the distal femur. Primary surgery was done two weeks ago, dr. (B)(6) removed the femoral and tibial component and replaced it with a gmrs distal femoral component.

Manufacturer narrative:
Reported event: an event regarding fracture of the distal femur bone involving an unknown femoral component was reported. The event was confirmed through medical records. Method & results: -device evaluation and results: not performed as product was not returned. -medical records received and evaluation: an adverse combination of several patient-related factors (trauma/adverse movement plus impaired neuromuscular control of the patient early after surgery and presence of osteoporosis) have contributed to an overload condition exceeding the local strength of the osteoporotic bone and causing a pp-fracture around the triathlon femoral component. -device history review: not performed as lot information was not provided -complaint history review: not performed as lot information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Medical review has indicated that quite likely an unknown patient trauma, has been a principal factor to contribute to the problem in combination with rather poor bone quality as secondary factor, however further information such as device identification, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
Revision of a right total knee due to periprosthetic fracture of the distal femur. Primary surgery was done two weeks ago, dr. (B)(6) removed the femoral and tibial component and replaced it with a gmrs distal femoral component.